Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective device replacement, the right ventricular (rv) lead was broken. It was indicated that the physician pulled on the lead and the tip broke. The lead was surgically abandoned. No adverse patient effects were reported.